Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Since the lot number is known, a batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported pressing go prior to connecting himself, which is a use error that can cause system error 2240 alarms. The care giver (cg) stated the hp had pressed go to start initial drain before the hp was connected, causing the alarm. The cg stated they did not have problems with the supplies; it was just from their mistake. The label review found the patient at home guide to be adequate for the use error in this incident. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during initial drain. The technical service representative (tsr) assisted with troubleshooting the alarm. The tsr explained the alarm. The cg stated the hp had pressed go to start initial drain before the hp was connected, causing the alarm. The cg stated then they connected to the line compromising the patient line. The tsr explained to discard all the supplies and report the alarms to their peritoneal dialysis registered nurse (pd rn) in the morning. The hp would finish therapy manually. Baxter product surveillance contacted the care giver (cg) on (B)(4) 2012 regarding the reported problem. The cg stated they did have to start over with new supplies, and with the new supplies they did not have any problems. The cg stated they even called their nurse right after they called baxter, and their nurse explained to them the next steps to take out of precaution. The cg stated that they went into the clinic the next morning and the nurse prescribed them antibiotics out of precaution for possible infection. The cg stated they did not have problems with the supplies; it was just from their mistake. The cg stated that no medical intervention was needed due to the alarm; everything is fine and the patient is fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.